Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The basket was removed by hospital staff before ge healthcare could inspect for damage and repair. The basket carrying the o2 tank was replaced.

Event description:
The hospital reported damage to the basket that carries the oxygen tank. Damage could potentially cause the tank to fall. No fall was reported, no patient involvement reported.